Event description:
It was initially reported that patient was not able to adjust stimulation both with and without antenna attached. Inability to adjust stimulation might be due to pocket swelling since patient just had device implanted at the day of this report. Patient was not able to get successful communication because of gauze and swelling. It was also reported that patient never had therapeutic effect that she did not had stimulation sensation. She could feel a little vibration once in a while but not much. Patient could feel stimulation at the time of implant but had not felt it since she left hospital. Patient experienced symptoms include loss of bladder control and frequent urination. The symptoms occurred following an implant. It was later reported that the lead migrated progressively over few weeks. Lead migration was the cause of the event. X-ray was performed and confirmed migration of lead. Symptom associated with the event was non improvement of urge in continence. The lead was replaced and patient outcome was noted as recovered without sequelae.

Event description:
Additional information received reported that the patient experienced a lack of effect from their implantable neurostimulator (ins) since the revision surgery. The patient had tried all 4 programs they were given for 2 weeks each but did not get the therapeutic effect they desired. Further follow up information receive from the healthcare professional reported that the patient met with the manufacturer's representative and was reprogrammed with the result that the patient was satisfied with the therapeutic effect achieved. No further complaints were reported by the patient.

Manufacturer narrative:
Product ID 3093-33, lot# v973753, explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).